Event description:
It was reported that prior to a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through disassembly and visual inspection. The components of the drill were corroded including the motor cartridge assembly.

Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.